Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, gravida ii, parity 2, hypospadias, hydrocele (with 1996 child), cervicalgia in 2009, vitamin d deficiency, brain tumor operation, vertigo, lipoma (surgery) and post-traumatic stress disorder. Previously administered products included for an unreported indication: paragard intrauterine device. Concurrent conditions included pelvic pain, paratubal cyst, low back pain since 2009 and sciatica. On(B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain across lower area from hip to hip"), vulvovaginal pain ("vaginal pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, allergy to metals and vaginal discharge outcome was unknown, the abdominal pain and vulvovaginal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, migraine, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2008 after essure insertion, the left one coil was seen in the uterine cavity and on the right four coils. Patient tolerated the procedure well with modest amount of discomfort. On (B)(6) 2016, there was some bleeding from the left side of the uterus at the angle where the tube connected and the essure was removed, which had to be controlled with laparoscopic suture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2016, removal details, operative procedure: bilateral salpingectomy with removal of essures.. Specimen: both tubes with essure still inside, sent to pathology. Findings: normal-appearing tubes and ovaries. No essure visible prior to procedure with small paratubal cyst on both ovaries measuring approximately 1.5 cm. On (B)(6) 2016, surgical pathology report: final pathologic diagnosis: bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. No evidence of atypia or malignancy. Clinical history: chronic pelvic pain. Gross description: the specimen was labeled bilateral fallopian tubes with essure. It consists of two fallopian tubes that are not otherwise oriented as to laterality. The essure coil was intact. The second fallopian tube measures 7.5 by up to 1.0 cm in thickness and shows a 1.4 cm paratubal cyst. The essure coil was in place. Representative segments of each fallopian tube and paratubal cysts are submitted. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. There is no atypia or malignancy noted. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Events per pfs: migraines / headaches, dysmenorrhea (cramping), nickel allergy, pain, vaginal discharge were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time finding it and removing it on the left side". The patient's past medical history included migraine, headache, gravida ii, parity 2, hypospadias, hydrocele female (with 1996 child), cervicalgia in 2009, vitamin d deficiency, brain tumor operation, vertigo, lipoma (surgery) and post-traumatic stress disorder. No radicular pain numbness or weakness. No visual changes nausea or dizziness with headache.not intractable,she increased activity but that didn¿t help.no abnormal findings identified in left upper quadrant to explain the patient¿s pain.did ask her stop the verapamil and noted no difference in her headaches whatsoever.no evidence of atypica or malignancy. Previously administered products included for an unreported indication: paragard intrauterine device. Concurrent conditions included pelvic pain, paratubal cyst, low back pain since 2009, sciatica, brain tumor, constipation, neck pain, spasm of muscle, abdominal cramps (pain localized to left upper quadrant with a throb or cramping), ovarian cyst, somatic dysfunction, cervicalgia, cervicalgia, numbness and paresthesia. Concomitant products included allegra-d, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2018, dicycloverine hydrochloride (bentyl) from 2014 to 2016, gabapentin (neurontin) since 2016 to (B)(6) 2018, ibuprofen until 2016, intrauterine contraceptive device (paragard) since (B)(6) 2006, macrogol 3350 (miralax), nuvaring (B)(6)2008 to (B)(6) 2009, omeprazole (prilosec) until (B)(6) 2016, permethrin (xanasecto) since (B)(6) 2017, prochlorperazine edisylate (compazine) since 2015, propranolol (inderal) until 2006, rizatriptan (maxalt) since 2008, sodium picosulfate (dulcolax picosulfat) since 2009 to (B)(6) 2016, sucralfate (carafate) since 2015 and verapamil. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain across lower area from hip to hip"), vulvovaginal pain ("vaginal pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and weight increased was resolving, the migraine, headache, dysmenorrhoea, allergy to metals and vaginal discharge outcome was unknown and the abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, headache, migraine, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2008 after essure insertion, the left one coil was seen in the uterine cavity and on the right four coils. Patient tolerated the procedure well with modest amount of discomfort. On (B)(6) 2016, there was some bleeding from the left side of the uterus at the angle where the tube connected and the essure was removed, which had to be controlled with laparoscopic suture. She has had penciling of her stools over the last year. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2016, removal details, operative procedure: bilateral salpingectomy with removal of essures.. Specimen: both tubes with essure still inside, sent to pathology. Findings: normal-appearing tubes and ovaries. No essure visible prior to procedure with small paratubal cyst on both ovaries measuring approximately 1.5 cm. On (B)(6) 2016, surgical pathology report showed bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. No evidence of atypia or malignancy. Gross description: the specimen was labeled bilateral fallopian tubes with essure. It consists of two fallopian tubes that are not otherwise oriented as to laterality. The essure coil was intact. The second fallopian tube measures 7.5 by up to 1.0 cm in thickness and shows a 1.4 cm paratubal cyst. The essure coil was in place. Representative segments of each fallopian tube and paratubal cysts are submitted. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. There is no atypia or malignancy noted. Had abdominal x-ray that showed stool. Surgical pathology report final pathologic diagnosis: bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. On (B)(6) 2009 healthcare provider tell about the results that it was closed. That there was no dye going to my ovaries and that my fallopian tubes were closed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received. Concomitant drug, lab data were added. Event added: device difficult to use. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, gravida ii, parity 2, hypospadias, hydrocele (with 1996 child), cervicalgia in 2009, vitamin d deficiency, brain tumor operation, vertigo, lipoma (surgery) and post-traumatic stress disorder. No radicular pain numbness or weakness. No visual changes nausea or dizziness with headache. Not intractable,she increased activity but that didn¿t help. No abnormal findings identified in left upper quadrant to explain the patient¿s pain. Did ask her stop the verapamil and noted no difference in her headaches whatsoever. No evidence of atypica or malignancy. Previously administered products included for an unreported indication: paragard intrauterine device. Concurrent conditions included pelvic pain, paratubal cyst, low back pain since 2009, sciatica, brain tumor, constipation, neck pain, spasm of muscle, abdominal cramps (pain localized to left upper quadrant with a throb or cramping), ovarian cyst, somatic dysfunction, cervicalgia, cervicalgia, numbness and paresthesia. Concomitant products included macrogol 3350 (miralax) and verapamil. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)").. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain across lower area from hip to hip"), vulvovaginal pain ("vaginal pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and weight increased was resolving, the migraine, headache, dysmenorrhoea, allergy to metals and vaginal discharge outcome was unknown and the abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, headache, migraine, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2008 after essure insertion, the left one coil was seen in the uterine cavity and on the right four coils. Patient tolerated the procedure well with modest amount of discomfort. On (B)(6) 2016, there was some bleeding from the left side of the uterus at the angle where the tube connected and the essure was removed, which had to be controlled with laparoscopic suture. She has had penciling of her stools over the last year. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2016, removal details, operative procedure: bilateral salpingectomy with removal of essures.. Specimen: both tubes with essure still inside, sent to pathology. Findings: normal-appearing tubes and ovaries. No essure visible prior to procedure with small paratubal cyst on both ovaries measuring approximately 1.5 cm. On (B)(6) 2016, surgical pathology report showed bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. No evidence of atypia or malignancy. Gross description: the specimen was labeled bilateral fallopian tubes with essure. It consists of two fallopian tubes that are not otherwise oriented as to laterality. The essure coil was intact. The second fallopian tube measures 7.5 by up to 1.0 cm in thickness and shows a 1.4 cm paratubal cyst. The essure coil was in place. Representative segments of each fallopian tube and paratubal cysts are submitted. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. There is no atypia or malignancy noted. Had abdominal x-ray that showed stool. Surgical pathology report final pathologic diagnosis: bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 30-may-2018: medical records, new reporter ,patient relevant history ,lab data,concomitant condition and outcome decreased pain were added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time finding it and removing it on the left side". The patient's past medical history included migraine, headache, gravida ii, parity 2, hypospadias, hydrocele female (with 1996 child), cervicalgia in 2009, vitamin d deficiency, brain tumor operation, vertigo, lipoma (surgery) and post-traumatic stress disorder. No radicular pain numbness or weakness. No visual changes nausea or dizziness with headache. Not intractable,she increased activity but that didn¿t help. No abnormal findings identified in left upper quadrant to explain the patient¿s pain. Did ask her stop the verapamil and noted no difference in her headaches whatsoever. No evidence of atypica or malignancy. Previously administered products included for an unreported indication: paragard intrauterine device. Concurrent conditions included pelvic pain, paratubal cyst, low back pain since 2009, sciatica, brain tumor, constipation, neck pain, spasm of muscle, abdominal cramps (pain localized to left upper quadrant with a throb or cramping), ovarian cyst, somatic dysfunction, cervicalgia, cervicalgia, numbness and paresthesia. Concomitant products included allegra-d, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2018, dicycloverine hydrochloride (bentyl) from 2014 to 2016, gabapentin (neurontin) since 2016 to (B)(6) 2018, ibuprofen until 2016, intrauterine contraceptive device (paragard) since (B)(6) 2006, macrogol 3350 (miralax), nuvaring (B)(6) 2008 to (B)(6) 2009, omeprazole (prilosec) until (B)(6) 2016, permethrin (xanasecto) since (B)(6) 2017, prochlorperazine edisylate (compazine) since 2015, propranolol (inderal) until 2006, rizatriptan (maxalt) since 2008, sodium picosulfate (dulcolax picosulfat) since 2009 to (B)(6) 2016, sucralfate (carafate) since 2015 and verapamil. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain across lower area from hip to hip"), vulvovaginal pain ("vaginal pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and weight increased was resolving, the migraine, headache, dysmenorrhoea, allergy to metals and vaginal discharge outcome was unknown and the abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, headache, migraine, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2008 after essure insertion, the left one coil was seen in the uterine cavity and on the right four coils. Patient tolerated the procedure well with modest amount of discomfort. On (B)(6) 2016, there was some bleeding from the left side of the uterus at the angle where the tube connected and the essure was removed, which had to be controlled with laparoscopic suture. She has had penciling of her stools over the last year. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2016, removal details, operative procedure: bilateral salpingectomy with removal of essures. Specimen: both tubes with essure still inside, sent to pathology. Findings: normal-appearing tubes and ovaries. No essure visible prior to procedure with small paratubal cyst on both ovaries measuring approximately 1.5 cm. On (B)(6) 2016, surgical pathology report showed bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. No evidence of atypia or malignancy. Gross description: the specimen was labeled bilateral fallopian tubes with essure. It consists of two fallopian tubes that are not otherwise oriented as to laterality. The essure coil was intact. The second fallopian tube measures 7.5 by up to 1.0 cm in thickness and shows a 1.4 cm paratubal cyst. The essure coil was in place. Representative segments of each fallopian tube and paratubal cysts are submitted. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. There is no atypia or malignancy noted. Had abdominal x-ray that showed stool. Surgical pathology report final pathologic diagnosis: bilateral fallopian tubes with essure, excision; benign fallopian tube tissue with benign paratubal cyst. Microscopic description: the sections from the fallopian tubes show congestion and benign paratubal cysts. On (B)(6) 2009 healthcare provider tell about the results that it was closed. That there was no dye going to my ovaries and that my fallopian tubes were closed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.